Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. Upon initial inspection the stent was no longer on the balloon and the balloon had partially been opened. The distal end of the balloon was found to be in the folded state. The balloon was then pressurized. Upon inflation a gross leak was noted in the location of the distal ro marker band. Under 10x magnification a small pin hole was seen. There were no signs of damage to the ro marker band under the balloon that would have caused the balloon to rupture. How the pin hole was created is unknown. 100% of every production lot is pressure tested at the rated burst pressure of 12atm once the manifold and balloon are bonded. Based on the lot history records no devices failed for pin holes in the balloon. The pin hole did appear to be a puncture but difficult to determine exactly. The details of the complaint indicate that the icast covered stent had been passed through an existing bare metal stent. There is a possibility that the icast balloon was punctured on the bare metal stent but difficult to determine without fluoroscopic images of the stent. The sheath used in the case was not returned. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any non-conformances noted. The lowest balloon burst value was 19.0atm. This far exceeds the 12atm rated burst pressure listed on the product label. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was attempting to deploy a stent in the iliac artery within an occluded bare metal stent. When the stent was positioned correctly the physician attempted to deploy it. Only one end of the stent deployed. Angiographically it appeared that the balloon was not filling. He removed the stent balloon and deployed the stent with an additional balloon successfully. No harm to the patient.